Event description:
Reporter stated there are 4 lines on the display of the blood glucose monitor which interfere with viewing the therapy information. The monitor was not dropped. No physiological effects were reported. The monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The investigation unit (iu) confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Iu observed that the location of the line on the display does partially distort the last digit of the result and the decimal point during the simulation test; therefore misinterpretation is possible. Iu observed that the meter's serial number is below (B)(4) that has been known to have display issues. Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.